Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was used to complete the procedure, implant remains implanted. Concomitant medical devices: item number: 912068, item name: juggerknot short, lot number: 535820. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03706. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an elbow repair procedure, the inserter on the juggerknot fractured. The procedure was completed with the device and no adverse events were reported. No additional information is available at this time.